Manufacturer narrative:
H.6. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. A photo of the defect could assist our quality team in their investigation. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with bd cathena¿ safety IV catheter the catheter was blocked. The following information was provided by the initial reporter: it was reported by the customer that customer attempted to start an IV on a hard start. Patient needed a 24gauge. Customer attempted twice and both times, got great flash filling the cathalon and the hub, first attempt would not flush.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that during use with bd cathena¿ safety IV catheter the catheter was blocked. The following information was provided by the initial reporter: it was reported by the customer that customer attempted to start an IV on a hard start. Patient needed a 24gauge. Customer attempted twice and both times, got great flash filling the cathalon and the hub, first attempt would not flush.